Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml gablofen at 1700 mcg/day via an implantable pump for intractable spasticity. It was reported that there was a cerebrospinal fluid (csf) leak at the lumbar catheter site. No environmental, external, or patient factors were noted to have led or contributed to the issue. No diagnostics or troubleshooting was performed. The old catheter was explanted and a new catheter was implanted using tisseal to seal the csf leak. The issue was resolved and the patient was noted to be "alive - no injury". The event date was unknown. No further complications were reported.